Manufacturer narrative:
The device was checked by an arjo technician. It was found that the side rail had been completely removed from the bed with all its associated elements. As a result, it could not be repaired. The defective part was replaced. The review of post-market surveillance data and information gathered during the course of the investigation revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the bed frame condition, the side rail panel was ripped off the bed frame. The enterprise 9000 instruction for use (IFU 746-449) includes the following information: "when the bed is operated, make sure that obstacles such as bedside furniture do not restrict movement." "Do not use that safety sides to lift or move the bed". To sum up, the arjo device failed to meet its manufacturer¿s specifications since the side rail was damaged. There was no indication of patient involvement when the incident occurred. The complaint was assessed as reportable due to the side rail detachment from the side rail mechanism. No injury was claimed.

Event description:
Arjo received a customer complaint for enterprise 9000 bed. Following the information provided the side rail detached from the bed frame. There was no indication of a patient involvement. No injury was reported. The circumstances of the side rail damage are not known.